Manufacturer narrative:
The lens was returned in dry; in lens case/vial. There was clear surgical residue/debris on the product. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -7.00 diopter, implantable collamer lens tore/broke before injection into the eye. There was no patient contact and the cause of the event was unknown. A replacement lens was implanted and the problem was resolved.